Event description:
On (B)(4) 2014 it was observed that this event has been reported on a duplicate report, MFR report # 1644487-2014-01640.

Manufacturer narrative:
Serial #, lot #, other, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data. Manufacture date, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data.

Event description:
On (B)(6) 2014 product analysis was completed on the flashcard and handheld. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. During the analysis on the handheld, it was identified that the handheld was unable to establish communication with a known good wand and generator. The cause for the anomaly is associated with 3 broken wire connections in the serial cable. Once the wires were soldered onto the serial cable pcb, no further anomalies were identified.

Event description:
It was reported that the physician's handheld has a frayed connector wire and needs replacement. It was reported that three patients were unable to be interrogated due to the frayed cord. Troubleshooting performed identified that the handheld wires were frayed and would not interrogate a demo generator. A new programming system was provided to the physician. The handheld is expected to be returned, but has not been received to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received stating that the epileptologist was hesitant in using the frayed serial cable. The handheld device and programming wand were returned to the manufacturer for analysis. Analysis of the handheld device is currently underway. Analysis on the programming wand bench identified random communication errors during functional testing. The serial data cable, which produced communication errors, had an intermittent data conductor to shield short inside the handle location. A known good bench serial data cable was substituted and all communications errors cleared. After the serial data cable was substituted, the programming wand performed according to functional specifications. Analysis of the programming wand will be reported in the next asr report.